Manufacturer narrative:
The insulin pump was received with intermittent act button response due to moisture damage on the keypad traces. The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at the display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that the act button does not work when she tried to bolus. The customer stated that she is on medication had may be contributed to her unexplained high blood glucose readings. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.